Event description:
A us dist returned a battery pack indicating that it would not power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As rec'd, the battery would not charge or power on a monitor. Upon eval, there was liquid contamination on the pca board and battery cells. The cause of the inability to power on a monitor or charge is the contamination. The root cause of the contamination is ingress of an unk contaminant. No adverse event resulted from the defective battery pack.